Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 7/25/2024: the case was not delayed, and the patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a sales representative via email that an ar-9503xs-03 humeral insert did not seat properly. The case was completed using a new humeral insert. This was discovered during an mgs rtsa procedure on (B)(6) 2024.